Event description:
It was reported that asymptomatic patient presented to clinic for normal follow-up. Externalized conductors were noted via diagnostic imaging. No electrical anomalies were detected. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted.